Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urgency frequency. It was reported by trial patient that their device had switched sides by itself and they were wondering why it did that. Trial patient reported they didn't have any numbers. They were now on the left side and stimulation was at 1.5 and they said they were not feeling anything . Trial patient stated they fell and had bruises and skin abrasions. They stated they had never felt the stimulation much since the procedure and that they have had nothing but issues with this since the procedure and was very confused to all of it. No further complications were reported or anticipated.